Manufacturer narrative:
The set screw anomaly observed in the field appeared to be procedure-related. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device change-out procedure, the set screw could not be released well. Device was explanted and replaced. Patient was stable.